Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device doesn't turn on. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer asked that the quote be cancelled and did not provide information on the device evaluation, repair, and operational status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device would not turn on. No patient involvement reported at this time.